Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death is unknown; possible heart attack. The caller stated that the customer passed away in his sleep and an autopsy will not be done. The caller stated that the night of passing the customer disconnected the insulin pump before going to bed because his blood glucose was 74 mg/dl. The customer ate a snack and went to bed. The caller stated that the customer's blood glucose was not checked at the time of passing because they could not get the customer to breath. The caller stated that the customer had only one kidney. The caller stated that customer was in a lot of pain lately. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.